Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ischemic disturbance, pustules and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of erythema, ischemia and skin inflammation: contra-indications: do not inject into blood vessels (intravascular). Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® in the nasolabial folds. After the injection, the patient developed "ischemic disturbances" with appearance of pustules and erythema 3 days after the injection.